Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The french diabetologist called in on behalf of the patient reporting they have allergies to nickel and reactions to the pods. The doctor further explained that the patient needed medical attention because of the pods. No further information has been provided. If additional information is received it will be submitted in a supplemental report.